Manufacturer narrative:
It was found with the returned device that the concomitant and broken guidewire distal potion was inserted through the corsair catheter distal end, devices were getting stuck each other, the tip of corsair was bitten and damaged by and at the twisted and deformed guidewire distal portion. Lot history review revealed no anomaly relating to the reported event, and no other event report was received for this lot products. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the provided information and the outcomes of the investigation of returned devices, it is inferred that the distal end of the corsair catheter and the concomitant guidewire were trapped in the calcified lesion, where rotational manipulation was excessively made, rotational force was accumulated to the distal portion of the guidewire and the corsair, guidewire was broken off in corsair, the tip of corsair was bitten by the twisted and deformed guidewire to be damaged. IFU describes: as contraindications: - do not use in advanced calcified lesion. As warning : if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel. Do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Continuing rotation may damage or rupture the catheter, or damage the blood vessel.

Event description:
Reportedly, to treat a heavily calcified cto lesion at distal of lcx, a concomitant guidewire was advanced and the subject corsair was advanced over the guidewire and rotational manipulation was made to the device in attempt to cross the lesion, while the devices got stuck in the target lesion and the guidewire was broken off in the corsair catheter. Corsair was removed with the broken distal portion of the guidewire as a unit. Outside the body, it was found that the tip of corsair was twisted and damaged, but with no breakage. There was no impact to the patient and the procedure.

Manufacturer narrative:
(B)(4)